Event description:
Received info stating customer received an inaccurate fill estimate. The customer's blood glucose was elevated. The customer will take a correction bolus.

Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.